Event description:
Information received indicates the head section has separated from the pivot slides.

Manufacturer narrative:
The facility has not returned hill-rom's attempt to determine the resolution of the alleged malfunction.